Event description:
It was reported to vyaire medical that when the vela ventilator was immediately powered on, vent inop, motor fault, low ve (minute ventilation), low pip (peak inspiratory pressure), high rate, high pip (peak inspiratory pressure) and xdcr (transducer) fault alarms were triggered during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.